Manufacturer narrative:
The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, bleeding lcd glass and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had a crack on its screen and there was a black dot, like a broken pixel. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.